Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the connector part of the reported infusion set easily came off. No further information available.